Manufacturer narrative:
Follow-up # 1 ¿ (11/12/2014).the patient¿s test strips have been returned on 10/29/2014 and evaluated by lifescan product analysis on 10/30/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(6) alleging that their onetouch verio iq meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on the evening of (B)(6) 2014. The patient reported obtaining a blood glucose reading of ¿97 mg/dl¿ on the subject meter. The patient manages their diabetes with a set dose of insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged inaccuracy. The patient reported developing symptoms of ¿tired, shaky and sweaty¿ 10 minutes after the alleged inaccurate reading. The patient reported self-treatment of food and/or drink for these symptoms. The patient denied testing on any other device at this time. At the time of troubleshooting the csr verified that the meter was set to the correct unit of measure and that the test strips were stored correctly (per owner¿s booklet recommendation). The patient performed a control solution test and the result was within the accepted range as printed on the test strip vial. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/01/2014). The patient¿s meter has been returned on 11/13/2014 and evaluated by lifescan product analysis on 11/17/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.